Event description:
Information was received from a health care provider (hcp) via a consumer (con) regarding a patient receiving intrathecal baclofen via an implantable pump for myelopathy and intractable spasticity. It was reported that the reason for the call was hcp stated that they were at the patient's home and they just interrogated the pump and they were seeing two warnings - loss of therapy and potential underdose. The hcp stated the pump was telling them that it had been stopped for over 282 hours and 11 minutes. The agent asked if the patient had magnetic resonance imaging (MRI) in the last 10 days and the hcp stated that it was possible that it was an MRI on may 28th because the patient was in the hospital. The hcp also mentioned that the patient hadn't been complaining of too much withdrawal symptoms. When the pump was read again, it showed the motor stall recovery message. Technical services reviewed telemetry mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.